Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3307 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3307 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragment of metallic material was noted along vaginal cuff as well") in a 32 year-old female patient who had essure inserted (lot no. B09709, 789028) for female sterilisation. The patient had a medical history of venereal disease nos, vaginal infection, ulcerative colitis, stomach pain, scoliosis, ringing in ears, oral lesion, nipple discharge, bladder incontinence, hemorrhoids, headache, hand, foot and mouth disease, esophageal reflux, diarrhea, type 2 diabetes mellitus, chronic pain, hip dysplasia, back pain, tobacco abuse, stomach pain, smoker, migraine, insomnia, hyperlipidemia, hemorrhoids, headache, forgetfulness, depression, uterine cancer, vaginal infection, constipation, surgery (breast surgery; colonoscopy; hand surgery left (B)(6) 2022 cyst; hx breast biopsy; hx hysterectomy; hx partial hysterectomy; sigmoidoscopy), drug allergy (latex rash; ciprofloxacin anaphylaxis and hives/urticaria; codeine anaphylaxis; imitrex [sumatriptan] other adverse reaction (add comment) needles stabbing throw out body; crestor [rosuvastatin] myalgia; sulfa (sulfonamides) other adverse reaction (add comment) lips swelling; penicillins hives/urticaria.) And pelvic pain female. As concurrent condition the report mentioned anxiety. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3610 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateralsalpingectomy 2. Peritoneal biopsy x 2). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.841 kg/sqm. [Pathology test] on (B)(6) 2022: final diagnosis: result: left fallopian tube; salpingectomy: fallopian tube with no pathologic diagnosis. Right fallopian tube; salpingectomy: fallopian tube with no pathologic diagnosis. Peritoneal cavity; biopsy by vaginal cuff: benign mesothelial lined fibroconnective tissue with no pathologic diagnosis. Peritoneal cavity; biopsy by right aspect of vaginal cuff: benign mesothelial lined fibroconnective tissue showing focal collection of polarizable. Black pigmented material with associated foreign body giant cell reaction. [Smear test] on (B)(6) 2021: abnormal pap smear of anus; abnormal vaginal pap smear. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received .event medical device removal is replaced with event device breakage medical history and lab data added including pathology test . Product lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragment of metallic material was noted along vaginal cuff as well") in a 32 year-old female patient who had essure inserted (lot no. 789028, b09709) for female sterilisation. The patient had a medical history of venereal disease nos, vaginal infection, ulcerative colitis, stomach pain, scoliosis, ringing in ears, oral lesion, nipple discharge, bladder incontinence, hemorrhoids, headache, hand, foot and mouth disease, esophageal reflux, diarrhea, type 2 diabetes mellitus, chronic pain, hip dysplasia, back pain, tobacco abuse, stomach pain, smoker, migraine, insomnia, hyperlipidemia, hemorrhoids, headache, forgetfulness, depression, uterine cancer, vaginal infection, constipation, surgery (¿ breast surgery ¿ colonoscopy ¿ hand surgery left jun2022 cyst ¿ hx breast biopsy ¿ hx hysterectomy ¿ hx partial hysterectomy ¿ sigmoidoscopy), drug allergy (¿ latex rash ¿ ciprofloxacin anaphylaxis and hives/ urticaria ¿ codeine anaphylaxis ¿ imitrex [sumatriptan] other adverse reaction (add comment) needles stabbing throw out body ¿ crestor [rosuvastatin] myalgia ¿ sulfa (sulfonamides) other adverse reaction (add comment) lips swelling ¿ penicillins hives/ urticaria.) And pelvic pain female. As concurrent condition the report mentioned anxiety. On (B)(6)2013, the patient had essure inserted. On(B)(6)2022, 3610 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateralsalpingectomy 2. Peritoneal biopsy x 2). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.841 kg/sqm. [Pathology test] on 21-dec-2022: final diagnosis: result: a) left fallopian tube; salpingectomy: fallopian tube with no pathologic diagnosis. B) right fallopian tube; salpingectomy: fallopian tube with no pathologic diagnosis. C) peritoneal cavity; biopsy by vaginal cuff: benign mesothelial lined fibroconnective tissue with no pathologic diagnosis. D) peritoneal cavity; biopsy by right aspect of vaginal cuff: benign mesothelial lined fibroconnective tissue showing focal collection of polarizable black pigmented material with associated foreign body giant cell reaction [smear test] on 21-dec-2021: ¿ abnormal pap smear of anus ¿ abnormal vaginal pap smear lot number: 789028 manufacture date: 2010-10 expiration date: 2013-10 lot number: b09709 manufacture date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.